Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092026) on 16-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('coil on one side did not stay where it was placed, it migrated into uterus where the spring unraveled') in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery was performed to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('coil on one side did not stay where it was placed, it migrated into uterus where the spring unraveled') in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery was performed to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5092026) on 16-jan-2020. The most recent information was received on 21-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("coil on one side did not stay where it was placed, it migrated into uterus where the spring unraveled") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required). The patient was treated with surgery (surgery was performed to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2016 (discrepancy noted). Date(s) of removal: (B)(6) 2018 (discrepancy noted). Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Lawyer reporter, patient date of birth, product indication, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5092026) on 16-jan-2020. The most recent information was received on 28-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("coil on one side did not stay where it was placed, it migrated into uterus where the spring unraveled"), embedded device ("the left essure coil appears to be partially endometrial and myometrial."), device dislocation ("malpositioned left essure coil") and device breakage ("it was removed in 2 pieces") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, pain menstrual, abnormal uterine bleeding, menometrorrhagia, menorrhagia, hypercholesterolemia and pelvic pain. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), device dislocation (seriousness criterion medically important) and device breakage (seriousness criterion medically important). The patient was treated with surgery (bilateral salpingectomy, laparoscopy, hysteroscopy, laparoscopic removal of right essure). At the time of the report, the outcome of device expulsion was unknown. The reporter considered device breakage, device dislocation, device expulsion and embedded device to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2016 (discrepancy noted). Date(s) of removal: (B)(6) 2018 (discrepancy noted). Follow-up on 02/may/2023: insertion and removal date discrepancies noted again: new date of insertion: (B)(6) 2016. New date of removal: (B)(6) 2017. 3 coils were noted to be protruding beyond the ostia. The opposite tube was cannulated in a similar fashion and once again, 3 coils were noted to be protruding beyond. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: indication essure coil evaluation. Fncings endometnal cavity is normal in size marked venous congestion of the myometnum noted with petuc vessel contrast enhancement noted the right essure coil's in appropriate position. The right fallopian tube is occluded. No evidence of the right fallopian tube seen. The left essure coil appears to be partially endometrial and myometrial. The essure coil first medical marker appear to be in the myometrium. There is patency of the left fallopian tube identified. Impression: the right essure coil 's in appropriate position. The right fallopian tube is occluded. The left essure coil is proximal within the endometrium and suggested partially in the myometrium with patency of the left fallopian tube identified. [Ultrasound pelvis] on (B)(6) 2019: her uterus to measure 5.9 x 2.5 x 3.7 cm with endometrial thickness of 0.37 cm. Her ovaries were normal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5092026) on 16-jan-2020. The most recent information was received on 07-nov-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("coil on one side did not stay where it was placed, it migrated into uterus where the spring unraveled"), embedded device ("the left essure coil appears to be partially endometrial and myometrial."), device dislocation ("malpositioned left essure coil") and device breakage ("it was removed in 2 pieces") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, pain menstrual, abnormal uterine bleeding, menometrorrhagia, menorrhagia, hypercholesterolemia and pelvic pain. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), device dislocation (seriousness criterion medically important) and device breakage (seriousness criterion medically important). The patient was treated with surgery (bilateral salpingectomy, laparoscopy, hysteroscopy, laparoscopic removal of right essure). At the time of the report, the outcome of device expulsion was unknown. The reporter considered device breakage, device dislocation, device expulsion and embedded device to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2016 (discrepancy noted). Date(s) of removal: (B)(6) 2018 (discrepancy noted). Follow-up (02/may/2023): insertion and removal date discrepancies noted again: new date of insertion: (B)(6) 2016; new date of removal: (B)(6) 2017. 3 coils were noted to be protruding beyond the ostia. The opposite tube was cannulated in a similar fashion and once again, 3 coils were noted to be protruding beyond. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: indication essure coil evaluation. Findings: endometrial cavity is normal in size marked venous congestion of the myometnum noted with petuc vessel contrast enhancement noted the right essure coil 's in appropriate position. The right fallopian tube is occluded. No evidence of the right fallopian tube seen. The left essure coil appears to be partially endometrial and myometrial. The essure coil first medical marker appear to be in the myometrium. There is patency of the left fallopian tube identified. Impression: the right essure coil 's in appropriate position. The right fallopian tube is occluded. The left essure coil is proximal within the endometrium and suggested partially in the myometrium with patency of the left fallopian tube identified. [Ultrasound pelvis] on (B)(6) 2019: her uterus to measure 5.9 x 2.5 x 3.7 cm with endometrial thickness of 0.37 cm. Her ovaries were normal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: embedded device, device dislocation, and device breakage event added. Reporters, patient information, medical history, lab data, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.